Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi rep-- incident details :"circulator was removing ally ups from or table following a sacrocolpopexy. Case completed successfully and patient had been moved from the operating room and into recovery. As circulator placed her hand under the blue grip handle and lifted the ally ups from the table rail clamp, one of the 2 attachment screws on blue handle broke. Circulator described that as the screw gave way and the blue handle separated from metal on the ally, the ally itself slipped from her grasp and fell to the floor, missing her foot by only inches. The impact of the ally dropping to the ground left a permanent dent in that room's floor (or 10)." Additional information stated ; ally was plugged back into electrical outlet after the incident to determine if the ally's mechanics had been damaged. The account reported that the ally seemed to be working but without the security of the blue handle being attached with both screws, they deemed it was unsafe to use in a case. (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned. X-inspect returned samples . Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured december 2014. Last shipment date is 7/31/2015. Manufacturing record review: DHR-189525 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the device is designed with a shear screw to protect from damage when a bed is moved while the au-ups unit is still connected to the bed rail. The shear screw requires significant force to tear metal not possible by the au-ups systems' own weight or by manual force. It's function was utilized before the circulator attempted to lift the device, via the blue handle and elbow section, which gave way and its weight shifted quickly breaking free from the circulators' grip and falling onto the ground. Either the bed was moved with the unit attached by the circulator or by the medical staff prior. This is not categorized as a device failure and a root cause is not applicable. However, the information provided would indicate a handling error on the part of the end user. Was the complaint confirmed? No. Correction and/or corrective action: none. Reason: no further training required at this time. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Should the unit be returned this complaint will be updated accordingly.

Event description:
Report submitted by csi rep. Incident details :"circulator was removing ally ups from or table following a sacrocolpopexy. Case completed successfully and patient had been moved from the operating room and into recovery. As circulator placed her hand under the blue grip handle and lifted the ally ups from the table rail clamp, one of the 2 attachment screws on blue handle broke. Circulator described that as the screw gave way and the blue handle separated from metal on the ally, the ally itself slipped from her grasp and fell to the floor, missing her foot by only inches. The impact of the ally dropping to the ground left a permanent dent in that room's floor (or 10)". Additional information stated ; ally was plugged back into electrical outlet after the incident to determine if the ally's mechanics had been damaged. The account reported that the ally seemed to be working but without the security of the blue handle being attached with both screws, they deemed it was unsafe to use in a case. (B)(4). 1216677-2020-00150 ally ups au-ups (B)(4).